Event description:
A customer reported a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed that although cartridge alarms occurred with consecutive cartridges, it was not previously reported for this specific pump. As a resolution, technical support arranged for a replacement pump to be sent to the customer, and the customer was instructed on how to return the problematic pump and how to put it into storage mode. The customer understood and acknowledged these instructions and will continue using their current pump until the replacement arrives.